Event description:
The ins depleted in a "relatively short amount of time"; it was replaced. During replacement it was observed that blood had infiltrated the ins. When the leads were removed from the ins, electrode #7 was missing. The pt outcome was reported as "recovered without sequelae".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.